Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the customer reported that ¿over infused (three times)¿ was reproduced. The device was tested for flow rate accuracy and delivered with an error percentage of 5.475% which is over 5% specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel out of adjustment. The pressure plate travel will be adjusted and m2/m3 springs will be replaced as a precautionary measure to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused three times during volumetric testing in the biomedical service department. There was no patient involvement. No additional information is available.